Manufacturer narrative:
B1. No box should be checked. Product problem box should be unchecked. F11. Date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was received, evaluated and retained by this MFR. The engineering evaluation revealed foreign matter was present in the catheter shaft and in the balloon. Multiple splits were located in the catheter shaft. The balloon was inflated and no leaks were noted. Although it was originally reported the balloon leaked, no balloon leaks were found upon evaluation. Co does not consider this to be a reportable event.

Event description:
It was reported a balloon leaked during an undetermined procedure, presumed to be an angioplasty. No pt complications resulted from this event. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, the co is unable to determine the exact cause for this event. The co's directions for use state: "due to the extremely thin wall thickness of the teg wire balloon, this device should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove."